Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the sys controller alarmed with a power cable disconnect alarm when attached to the power module and batteries. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of a power cable disconnect alarm was confirmed and reproduced during analysis. The black power cable had compromised brown (rsoc) and orange (not used) inner wire conductors. The damage to the conductors did not affect the function of the pump during analysis, however; movement of the black power cable at the connector end caused the power cable disconnect alarm as a result of the compromised brown wire representing the cable's rsoc line. A review of device history records for this sys controller showed no deviations from the mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action sys and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.